Event description:
A 35 yo g2p1001 at 19w4d with mo-di (monochorionic diamniotic) twins complicated by twin-to-twin transfusion syndrome, ttts stage iii and first trimester bleeding which led to a large subchorionic hematoma. Us findings for twin a, the recipient had reversed awave of the dv(ductus venosus) and the twin b, the donor had intermittent absent edf of the ua (end-diastolic flow of the umbilical artery.). The growth discordance was 18%. She underwent fetoscopic laser photocoagulation of placental anastomosis for ttts on (B)(6) 2023. The risk of her surgery was discussed in detail but that included further membrane separation that could lead to premature preterm rupture of membranes after the surgery. She was also at risk for placental abruption. At the same time if she did not perform surgery, she was at risk losing one or both twins. The surgery itself was uneventful. One pod#1(post-operative day one) she was found to have significant amount of chorioamniotic separation. She was not leaking but later that afternoon she ruptured her membranes. She remained stable and the twins recovered from surgery with concordant fluid, bladder seen and normal dopplers. She resealed and accumulated fluid in both twins. She had latency antibiotics. However, at 22w1d, the days prior she had severe preeclampsia and underwent c-section for delivery of her twins on (B)(6) 2023 at 22w1d. Twin b, former donor was growth restricted born at 0.4kg. On dol #11(day of life 11) he developed necrotizing enterocolitis with pneumatosis requiring rapid escalation of management over the course of the day. This included administration of multiple blood products, vasopressor support, antibiotics, ventilation titration. He developed severe pulmonary hemorrhage that evening resulting in a code event. The nicu team along with parents made the joint decision to compassionately extubate. He passed on dol#12(day of life 12). Reference report: mw5165994.